Event description:
Event: (cc# 97-01406) the dr was unable to insert the iab into the sheath. On 1/7/1998, the following was reported to datascope: the balloon would not inflate. The balloon was removed and a second was inserted into the pt. There was no pt injury or complication as a result of the event. [Event complications]: unknown - reported 11/20/1997; none - reported 1/7/1998 [pt's current status]: unk-rpt'd 11/20/1997, 1/7/1998